Event description:
It was reported that the collimator on the 9900 system closed down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were re-seated and the backplane was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.